Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if the issue arises again.